Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this .

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient had a concurrent procedure of a lso, lysis of adhesions and laparoscopic excision of paratubal cysts performed during mesh implantation. It was reported that following insertion the patient experienced recurrence of stress urinary incontinence, lower abdominal pain, chronic pain, painful sexual intercourse, bladder leakage when coughing, sneezing or lifting, pelvic pressure and loss of sexual drive. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.